Manufacturer narrative:
Clarification to section : the affected side of the deflation is unknown. The serial number for the left side is (B)(4), with lot number 1544106 and an expiration date of 23/dec/2011. The serial number for the right side is 1(B)(4), with lot number 1525691 and an expiration date of 07/nov/2011. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation on an unknown side. Device remains implanted.